Event description:
Report received indicated difficulty capturing the embolic protection device and stroke. The pt was consented to the study for carotid stenting. The pre procedure neurological exam reported nih (national institutes of heath) stroke scale score of 0 and rankin stroke scale score of 0. The pt is asymptomatic. Before the procedure, the pt was taken aspirin. The target lesion location was proximal of the left internal carotid artery with no occlusion in contralateral carotid. The target lesion diameter stenosis was 85% with lesion length 20.0 mm and reference diameter 5.5 mm. Total length of stented segment was 30.0 mm. The lesion was described as eccentric with an arch type-iii present. The vessel's tortuosity, calcification and if the lesion was pre dilated were not documented. An angioguard distal protection device was used and deployed without difficulty. One precise was deployed successfully at its intended location. There was no stent malfunction reported.

Manufacturer narrative:
Post stent implant attempts to remove the embolic protection filter was made, however, there was inability to capture the filter with the capturing system, therefore, a 7 french shuttle sheath was use for removal of the embolic protection device. Upon retrieval of the angioguard device, there was no debris found in the basket. The procedure was completed with a 20% final residual in lesion stenosis. Approx. Half-hour following the procedure in the recovery-unit, the pt experienced a gradual neurological deficit described as aphasia and right hemineglect. A stroke/ischemic was diagnosed. Subsequently, an arteriogram was performed showing left internal carotid artery stent widely patent and a possibly tiny embolus into the distal branch of left posterior occipital artery. Pt was treated with intravenous t-pa per stroke protocol. The pt's nih stroke scale upon completion of the angiogram was 6. Over the course of her hospital admission, it decreased to 0, normal. Pt was discharged on aspirin and clopidogrel three days post procedure. The pt was asymptomatic. Lake region medical did review the device history records relative to the mfg, inspecting and packaging of lot. This packaging lot contained 223 units, which were shipped from lake region medical on june 21, 2007. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under mfg number 9616099-2008-01136 and 1016427-2008-00126.